Event description:
During an atrial fibrillation procedure, when the sheath and the non-abbott catheter (pentaray biosense webster inc.) Were inserted into the heart and mapping was performed, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fluid leak remains unknown.